Manufacturer narrative:
Result of investigation: the device was not returned to the manufacturer for inspection. Therefore, the error description provided by the customer "insufficient - during use" could not be verified. As stated, the device complied with the test specification at the time of delivery. Based on the description, provided by the customer, it is therefore concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
\It was reported that during an attempt to intubate a known patient with difficult airway, the cmac blade light failed intermittently- this blade was required for a view of the patients larynx given the airway anatomy. After induction of anaesthesia for an expected difficult airway. A cmac 3 did not obtain the necessary views and an alternative d blade was sought and performed as expected, requiring a j wire to intubate the patient. No negative impact in state of health reported.